Manufacturer narrative:
(B)(4). The customer has advised physio-control that their device has since been retired from service and will not be returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Event description:
The customer reported that there are no buttons on their device other then the on button, that are functional.  In this condition, the device could not be used to charge or deliver defibrillation energy to a patient, if needed. There was no report of any patient use with the reported event.